Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. Two days prior to the receipt of this report, the pt was hospitalized for the event. The cause of peritonitis was unknown. On an unreported date, the pt started unspecified treatment for the peritonitis. At the time of this report, the peritonitis was not resolved and the pt was not recovered. Additional information was requested but is not available. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number h13e09054 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted. Same patient as (B)(4).